Event description:
It was reported to nova biomedical that a consumer received a result of "hi" (greater than 600 mg/dl) on their blood glucose meter. The consumer went to the hospital based on her reading. The health care provider at the hospital tested the consumer getting a result of 120 mg/dl on their blood glucose meter. The consumer reports the meter is still gives high readings. The difference in the readings was determined to be clinically significant. The meter in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.